Event description:
Patient revised to address fractured liner. Complaint description corrected based upon additional review conducted when litigation received. Corrected description is: patient was revised to address malpositioning of the acetabular cup. The cup was vertical resulting in stress on the liner. The surgeon believes this resulted in poly disassociation and fracture. Update: 11/07/2011 - litigation papers allege the following: after the hip replacement, the patient noticed a lot of popping and squeaking made by the artificial hip when she walked. On (B)(6) 2011, patient had approximately 3ccs of a black, viscous liquid aspirated from patients right hip in the area adjacent to the implant. On (B)(6) 2011, patient went in for her re-replacement hip surgery. The physician had to replace the ball, socket and lining, but not the shaft of the previously implanted artificial hip. Upon removal and examination of the artificial hip, the physician noted that the lining was in pieces, and the black viscous material was everywhere. Liner and head added to complaint.

Manufacturer narrative:
Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. There is evidence of edge loading by the femoral head and also impingement of the femoral stem leading to failure of the polyethylene material and subsequent disassociation. Device and records evaluation did not identify or verify product error with regard to the reported event. Through product trending, the occurrence rate for this type of failure is known to be very small. Based on the performed investigation, product contribution was not identified and a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update 11/07/2011 - litigation papers allege the following: after the hip replacement, the patient noticed a lot of popping and squeaking made by the artificial hip when she walked. On (B)(6) 2011, patient had approximately 3ccs of a black, viscous liquid aspirated from patients right hip in the area adjacent to the implant. On (B)(6) 2011, patient went in for her re-replacement hip surgery. The physician had to replace the ball, socket and lining, but not the shaft of the previously implanted artificial hip. Upon removal and examination of the artificial hip, the physician noted that the lining was in pieces, and the black viscous material was everywhere. Liner and head added to complaint. Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. There is evidence of edge loading by the femoral head and also impingement of the femoral stem leading to failure of the polyethylene material and subsequent disassociation. Device and records evaluation did not identify or verify product error with regard to the reported event. Through product trending, the occurrence rate for this type of failure is known to be very small. Based on the performed investigation, product contribution was not identified and a need for corrective action is not indicated. **update 11/07/2011 - litigation papers allege the following: after the hip replacement, the patient noticed a lot of popping and squeaking made by the artificial hip when she walked. On (B)(6) 2011, patient had approximately 3ccs of a black, viscous liquid aspirated from patients right hip in the area adjacent to the implant. On (B)(6) 2011, patient went in for her re-replacement hip surgery. The physician had to replace the ball, socket and lining, but not the shaft of the previously implanted artificial hip. Upon removal and examination of the artificial hip, the physician noted that the lining was in pieces, and the black viscous material was everywhere. Liner and head added to complaint. Update: 12/16/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges fracture. Doi: (B)(6) 2010 - dor: aug 22, 2011 (right hip).